Event description:
Report from affiliate indicated that staff members experienced respiratory problems of wheezing, coughing, raw trachea. They used cidex opa in two (2) reprocessors in an 8 x 8 'closet' with unknown air quality. No medical attention provided.